Event description:
Waveform was fine, saturation reading 93-94%. Replaced with new one. Saturation then read 98-99%.

Event description:
It was reported that a customer's disinfectant reservoir on their automatic endoscopic reprocesser (aer) was leaking. There are no reports of injury or contact with the disinfectant. An asp field service engineer was not dispatched to service the aer, the customer was repairing the unit locally.

Manufacturer narrative:
Evaluation by mfg: the unit was repaired locally by the customer. An asp field service engineer was not dispatched.

Manufacturer narrative:
Evaluated by mfg: the customer indicated that when the leak was first discovered the biomed checked that all the hose connections were correct and clean. The new tank was installed on the aer unit upon arrival. A review of the account history for this unit indicates there is no trend for this specific issue. The aer cpuy (complaints per unit year) chart shows no increasing trend for the problem code "leaking from reservoir." Asp will continue to monitor for more trends. Per the service history for this aer the replaced reservoir tank is the old design. The old tank design was assembled (non-molded) and can crack resulting in leakage over time further leading to failure to the temperature subsystem. Therefore, the old tank assembly ((B)(4)) failed with a known failure mode. A CAPA implemented a new reservoir tank assembly ((B)(4)).